Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the screen. The customer's blood glucose level was recorded as 234 mg/dl, which is within the normal range, so there was no adverse impact. Technical support advised the customer on proper button usage but, as the issue persisted, arranged to replace the pump and instructed the customer to use multiple daily injections (mdi) as a backup. The customer was informed that the pump was within warranty and instructed to return the faulty pump to tandem within ten days.